Manufacturer narrative:
Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2023. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to product was performed. The search revealed that no similar complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported patient had cataract surgery in the left eye. Post operatively there was a refractive surprise and the lens was explanted. The plan was to implant a johnson & johnson lens (different model, zxr00, different diopter of 28.5). An unplanned vitrectomy was required and a three piece lens was implanted instead of the planned zxr00.